Event description:
The patient reported that her free style glucose meter alerted patient to get more insulin on sunday, (B)(6) 2022 when she came home for dinner. Patient did 3 clicks but patient sugar levels went up. Patient mentioned tried with 3 different v-go devices but patient numbers kept going high. Patient realized that she needed to visit a hospital since patient sugar reading was 360. An ambulance came to pick up patient and they manually took here readings which were in a range of 247-360. They did not remove v-go from patient. Patient was admitted on (B)(6) 2022 at (B)(6) hospital at (B)(6). Phone: (B)(6). Patient was there for less than 30 minutes when her sugar readings were 242 they released patient. Patient thinks they released her since the thought that patient sugar reading of 242 was ok for patient.. Patient tries to keep her sugar readings below 200 and that usually her readings are under 200 depending on what she eats.